Event description:
In 1997 patient had a synchromed pump and catheter implanted. Pt presented with symptoms of fever and redness. On 10/26/98 the pt had the synchromed pump and catheter explanted. The reported primary source of infection was the pump pocket. A culture was taken, source is unknown and the reported organism cultured was staph aureus. The pt was administered IV antibiotics infection was resolved.